Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 492 mg/dl and 198 mg/dl. It is unknown which test strip lot number was used during the meter comparison. It's possible the patient used test strip lot number (105408) or (104458).

Manufacturer narrative:
Unable to test retained test strips because they expired.